Event description:
It was reported that the user experienced persistent hyperglycemia with a reported blood glucose value of 401 mg/dl for approximately eight hours following a supply change, during which the pump generated repeated occlusion alarms that were only resolved after replacing the infusion set and related supplies. No adverse clinical symptoms associated with hyperglycemia reported confirmed by continuous glucose monitor (cgm) and glucometer. Outcomes included troubleshooting and education, without medical intervention or emergency care. Investigation included customer care¿guided troubleshooting and replacement of the infusion set, identified as a steel contact detach set in the abdomen, which cleared the occlusion alarms. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion associated with the infusion set and resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
Initial